Manufacturer narrative:
The complaint was confirmed. A tls stylet with a detached tip was returned for eval. The break in the stylet was located in the magnetic section. The proximal segment of the stylet consisted of the yellow tab and the proximal section of the polyimide tubing, which contained the core wire and 6 and one-half magnets. The distal stylet segment contained 14 and one-half magnets and the epoxy tip within the polyimide tubing. The break in the polyimide tubing coincided with a fractured magnet. The exact mechanism of damage is unk. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A chr of lot #reuc1433 showed no other similar product complaint(s) from this lot number.

Event description:
An xray showed that this pt had a wire fragment that had migrated. The wire fragment was removed.